Event description:
It was reported that early battery depletion is suspected. It was also reported that the left ventricular (lv) lead thresholds have a history of being high. The device was explanted and replaced. And the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2003; 1688t competitor implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that early battery depletion is suspected. It was also reported that the left ventricular (lv) lead thresholds havea history of being high. The device was explanted and replaced. And the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.